Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted in (B)(6) 2015. According to the report, in (B)(6) 2017, the patient underwent gamma knife surgery for brain tumors. Following the surgery, the patient had an MRI and subsequently began vomiting which repeated for a month¿s time. At the end of (B)(6) 2017, the patient was sent to the hospital to have the device adjusted. Reportedly, the doctor did not understand how to operate the ¿pressure regulator¿ and would require assistance. According to the report, the patient was hospitalized, still with vomiting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no allegation a device related issue caused or contributed to the patient's vomiting or hospitalization. It was noted that the patient's condition did resolve after adjusting the pressure setting and they were able to go home.